Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that the patient was experiencing terrible sharp pain around the battery with the stimulation on starting in (B)(6) 2017. The patient reported that the programming from the old ins was replicated in their new ins. The patient described the pain as a stabbing pain from the back to the belly. The pain resolved when the stimulator was turned off. It was also reported that the ins site was tender to the touch and that there was a ¿raised red area¿ that seemed to be more tender. The patient described the sensation of the stimulation as ¿electrocuting.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient indicating that the device had been replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to have the stimulator replaced. The patient reported that the ins had not worked since they turned it back on. The patient stated that the manufacturer representative thinks it was due to fluid build up since the patient was being electrocuted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the ins was replaced due to a malfunction. It was reported there was fluid in the header block. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the shocking, pain/tenderness at the implantable neurostimulator site was not determined. It was speculated that there may be fluid in the header block. The patient is going to continue to turn on stimulation to see if the shocking and pain/tenderness sensations subside. If so, there will be no further action. If not, a battery replacement was going to be discussed. No further complications were reported at this time.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.